Manufacturer narrative:
Product was received on (B)(4) 2013. The two received (one used, one unused) cartridges were visually, leak and glide force tested. Cartridges passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.

Event description:
On (B)(6) 2012, pt reported insulin leaked from the insulin cartridge of the infusion device. Pt stated he noticed the cartridge compartment was cloudy with condensation and removed the insulin cartridge. Pt reported he noticed the cartridge plunger on the bottom of the cartridge was damp. Pt stated the cartridge had been in use for 3-4 hours when he noticed the leak. Pt reported the cartridge had not been reused and there was not enough insulin inside of the cartridge compartment to pour out. Pt stated he dried out the inside of the cartridge compartment with a tissue and switched to a new insulin cartridge. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion adapter, insulin cartridge, and infusion set for evaluation.